Event description:
(B)(4). When the symptoms first started, I would fall down, I was sick and I couldn't get up without having help getting up. I got an inner and outer ear infection first, then I start having pain in my feet and in my legs and my hands, I couldn't open up tops. I could not pick up or play with my son, I couldn't pick my baby up. Then it got where I couldn't walk, I would have to crawl to use the bathroom, I couldn't move on my own that lasted for about a week. Then I went to the doctor here in (B)(6) and they diagnose me with rheumatoid arthritis; they also diagnosed me with vitamin d deficiency; they put me on prednisone, folic acid, vitamin d 5000 milligrams a week. They put me on percocet 15 then I had a cornea replacement; it didn't take the first five times than the six one took. I have blurred vision. I've had pelvic pain, I have back pain, I had a procedure done on my back where they took a nerve out of my back, I have bruises on my body, I blister; I get so hot on the inside my skin blister and burst, my hair is falling out, I have bald spots at the top of my head, my skin have light spots on them, my finger is starting to form, my feet are starting to the forum. This all started a few years after having the procedure done, right after the procedure and until the present day (B)(6) 2017. I've been having real bad stomach pains feel like I'm having like contractions; I feel it in my back, my lower stomach when I ovulate my stomach is so tender to touch, I have irregular periods, I can be out and about and I was said I just have a very very heavy period out of the blue, I have autoimmune disease. My body get so hot, my boy friend could not sleep next to me. I've lost my job for the pain I've been living in. My head hurts me so bad sometime like it wants to burst. Now I see a rheumatologist, ophthalmologist, cornea specialist, a dermatologist, and a medicine doctor. I constantly get yeast infections; I constantly get bacterial infections; I haven't been sexually active in a few years and I still get bacterial infections. I've been on medication for depression and for anxiety. The nerves in my belly jump my skin feels like it tingles like bugs are crawling on my skin or something; my feet get numb, the tips of my fingers getting numb, body hurts from head to toe.